Manufacturer narrative:
Date(s) of implant: (B)(6) 2006 and/or 2007 and/or (B)(6) 2010. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2006 the patient underwent spine fusion surgery on the lumbar region of her spine from vertebrae l5 to s1 using rhbmp-2 from a posterior and posterolateral approach. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the lateral gutters). Patient's post-operative period was marked by increasing and significant low back, left buttock, and left leg pain. Severe pain and symptoms ultimately compelled patient to undergo two risky, painful and costly revision surgeries, on (B)(6) 2006 and (B)(6) 2010.